Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. An unknown taxus express2 drug eluting stent was implanted and approximately one year later restenosis occurred. Attempts made to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.